Event description:
Placed an IV and attempted to connect to extension tubing. Blood and IV fluids started back flowing out of the connections. Everything was connected properly but continued to spray out. New tubing was attached. The fluids and blood did get on the nurse's skin and shirt as well as the stretcher and patient. Lot # 14331820.